Manufacturer narrative:
Investigation: visual inspection revealed that the tip of the cold jaw silicone boot was peeling. The jaws were burnt. There was some evidence of blood. Based upon the visual observations, the reported complaint for "jaw boot peeling" was confirmed. A lot history record review was completed for the reported product lot number. There was no nonconformance which could have contributed to this failure mode. Internal file number - (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview hemopro silicone jaw boot cracked. A replacement unit was used to complete the procedure. The hospital did not report any patient effects. The product was returned.